Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) over 250mg/dl but under 500mg/dl with no reported signs or symptoms of hyperglycemia. There was no allegation of medical intervention. No further details were provided. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported based on the allegation of a non-specific inaccurate delivery issue.